Event description:
It was reported that prior to use, it was noted that there was a portion of the package unsealed (approx 1 1/2 inch). They went through the rest of their rhvs in stock and discovered nine more that were the same way. It is unknown if they were all the same lot number. The devices were not used on the pt. Only one of the devices were returned; the rest were discarded. No additional event or pt info is available. This is being upgraded to MDR reportable because there was a malfunction, unsealed pouch, that lead the company to undergo a correction and removal activity.

Manufacturer narrative:
The other units are indicated in the event description and in the concomitant medical products are being reported under the same MFR report number. Eval summary: quality assurance analysis revealed that the rhv was returned without any blood or contrast visible. The rhv was inside a pouch that had the guidant seal completely open. There was very slight evidence that the pouch had been sealed at one time. There was no damage noted to the rhv. Product performance engineering has reviewed the case description and the analysis of the device. The rhv was returned with the rotating male luer positioned correctly facing the reported unsealed area of the MFR seal and the rhv was found to freely move inside the package. The package was returned with the MFR seal completely opened throughout its length; however, upon further investigation, an incomplete seal band was observed on the clear side of the returned package as there was minimal/non-continuous cloudiness noted where the sealing occurred. It appears that a mfg anomaly occurred during the sealing process of the packages. A review of the similar incident revealed 8 units with the same part and lot number combination that reported for open seal. An fdn was opened to address this issue.